Manufacturer narrative:
(B)(4). The partially used bag of dextrose is available as a sample. The program reports were sent to baxter for evaluation. Upon completion of the evaluation a follow up medwatch will be submitted. This device is 510k exempt.

Manufacturer narrative:
(B)(4). The logix quality engineering team conducted a labeling review for the issue reported. Label review of the customer worksheets indicates a 10% prescription not the reported 15% dextrose included in the prescription. Therefore, user error is suspected. The operator's manual for compounder manager (cm) was reviewed. Chapter 1 indicates: verify that all information entered in the logix oe program is accurate and clinically appropriate. Baxter healthcare corporation recommends that each institution's quality assurance program include the following processes to assure safe use of the software. The drug identification(ID) for a specific product in logix cm software must match that product's unique identifier used in the order entry system. The root cause of this incident was determined to be use error.

Event description:
Initially, the facility pharmacy supervisor notified baxter regarding an inaccurate compounding of total parenteral nutrition (tpn) for a male neonate resulting in a hypoglycemic event. According to the pharmacy supervisor, the tpn order included: trophamine, dextrose and sterile water and I think we added calcium gluconate. The first product was compounded about 8:31 edt in the morning and sent up to the baby. Three bags of tpn were compounded for this patient. A new order was received late the morning of (B)(6) 211 for a 15% dextrose solution. A partial bag of the tpn with 15% dextrose was infused. A bag of 10% dextrose was infused directly to the baby resulting in the glucose level being restored. Status of the patient is currently unknown. On (B)(6) 2011, the facility checked a sample from the automix and sent it for testing; results are unknown. This is the second event that occurred with this baby on this date.